Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Tested returned unit. No manufacturing parameters found out of spec and original panasonic battery voltage was measured at 2.817v. Did observe battery icon and booklet icon while strip was inserted, but only with returned battery. Icons were not observed with fresh battery. Uom was selectable and was received at mg/dl; 0300 and 0015 errors were observed in the error log indicating battery drop.

Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.